Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was unresponsive to prompts from the mouse. It was noted that the system was ready for use for about an hour and a half. It was noted that restarting the navigation system restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.